Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm. The patient was traveling in switzerland at the time of the report. On (B)(6) 2024, it was reported that the patient experienced hypoglycemia and lost consciousness. The cgm reading was low. The wife called ambulance and she treated the patient with glucagon. The patient recovered after the treatment and refused to be taken to the hospital. The paramedics just measured the blood pressure and no medical intervention was provided. The patient alleged that there was a dexcom malfunction and the pump was delaying alerts. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm. The patient was traveling in switzerland at the time of the report. On 12/27/2024, it was reported that the patient experienced hypoglycemia and lost consciousness. The cgm reading was low. The wife called ambulance and she treated the patient with glucagon. The patient recovered after the treatment and refused to be taken to the hospital. The paramedics just measured the blood pressure and no medical intervention was provided. The patient alleged that there was a dexcom malfunction and the pump was delaying alerts. At the time of the report the patient was good. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: health effect impact code- additional - added "temporary impairment."